Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun. Upon carefusion's investigation, a follow up medwatch will be submitted.

Event description:
Customer reported to customer advocacy:  I have since had 2 more circuits reported melted from the family that has agreed to meet with you.  This makes 4 circuits from their home.  I have picked up the circuits and can mail them to you.  These two melting incidents occurred within a couple days of each other.  The child was not harmed and they replaced the circuits with another rt509-852 circuit.  It's difficult to determine exactly which lot number these came from but it would be either from 0000470082, 0000482543 or 0000501583.  (B)(4) was opened to capture the second circuit reported in this report.

Manufacturer narrative:
(B)(4)./ evaluation summary:one open sample (circuit) was received for evaluation and per visual inspection the melted tubing was confirmed on the expiratory limb of the circuit. Sample was functionally (resistance) tested per our procedure and no issues were found, reading was 17.6 ohms from the allowed specification 16.6-18.6 ohms. Unfortunately no lot number was reported, but according to the complaint description possible lots can be 0000470082, 0000482543 or 0000501583. These lots were reviewed and no issues were observed. In addition, the internal production records of lot of the wires were reviewed and no problems were found. At this time there is not any evidence that confirms that our operative personnel are contributing to this reported condition. During the manufacturing review, it was observed that this product is 100% tested by resistance function. Upon review of the current production, no assembly errors were observed. Based on the investigation, the most probable cause for the issue reported was undetermined. However, we have the following potential causes for the melting condition: over-insulated tubing (covered). Use with a non specified humidifier (incompatible connectors). As a preventive action, carefusion recommends following the product label for recommended uses on humidifiers and wire adapters. In order to prevent future occurrences, an in-depth internal investigation, which includes manufacturing and quality plan improvements, is under execution regarding this issue. On (B)(4) 2013, carefusion customer advocacy and engineering performed a visit to the family who has been experiencing the melting conditions. Overall conclusions: as an immediate proposed solution, we explained the importance of not covering the circuits with blankets and to keep an eye on the proximity of the limbs as these are contributing factors to the melting condition. In addition, the forceful milking of the circuit can lead to the melting condition. Carefusion reiterated that circuit code rt509-852 be followed per the IFU on specific humidifiers and wire adapters.